Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device upgrade, the lead was partially capped to include a new lead to assist with therapies. Both leads were connected to the new ICD. During dft tests, the device did not convert the patient and after external defib, the device was found in back-up mode. Analysis of the device found an arc mark on the ICD that contained lead material. No further information is available at this time.